Manufacturer narrative:
The insulin pump was received with no button response due to flattened up and down button dome switches. No frozen screen noted during testing. The device had cracked case at display window corners, battery tube threads, reservoir tube lip, and minor scratched display window.

Event description:
Customer reports to have experienced keypad anomaly. Customer states that keypad was not reponding and display screen was frozen. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.